Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fatal error occurred on the underlying data source, and a pop up alert appeared during inventory count and removal transactions. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the c drive was filled up to 100% with sql dump files. A technical support specialist (tss) deleted structured query language (sql) dump files brough the c drive space to 65%. Then backed up the database (db), dropped db and successfully full synced station, updated recovery model to 'simple' and verified the station upload status was current, there were no error presented. Further the tss noticed time on the station was -3 mins off. So, the tss re-synced the station to its network time protocol (ntp) server '10.100.6.27'. The system functioned as intended after the technical support specialist troubleshot the device.